Event description:
The reporter indicated that a 13.7mm tmicl13.7 implantable collamer lens was implanted into the patient's left (os) in (B)(6) 2021. The surgeon reports blurred vision and lens rotation. Reportedly the lens was repositioned and it rotated again. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Patient identifier: unknown, weight: unknown, ethinicity: unknown, race: unknown. Date of event: unknown. Device manufacture date: unknown. Claim # (B)(4).

Manufacturer narrative:
B5- per updated information the reporter stated that a 13.7mm, vticmo13.7, -14.5/+3.0/073 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault, blurred vision and induced astigmatism. The reporter stated that the problem resolved but after three months the lens rotated again. On (B)(6) 2022 lasik surgery was performed to correct the astigmatism. It was reported that the problem resolved, eye is stable post lasik enhancement. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).